Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery during a basal attempt. The blood glucose reading was 134 mg/dl. No significant events leading to the alarm were observed. The customer declined troubleshooting for the no delivery alarm and reported that he had treated with an insulin pen. Advised discontinuation of the insulin pump. Nothing further reported.